Manufacturer narrative:
The complaint notification associated with this device described that one screw in the knee joint is loose and cannot be tightened. This prevents the knee joint from bending. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at manufacturer's after sales service center on july 4, 2017. After evaluation we can confirm that one bolt in the upper posterior section of the knee joint was loose and was coming out of the bolt hole. An exact reason for the loosening of the bolt could not be determined. No injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one screw is loose and will not tighten. The loose screw prevents the knee joint from bending. The patient did not fall, no serious injury occurred due to this failure.